Event description:
The customer stated that the bsm-5136a (vital signs monitor with capability of measuring anesthetic gas agents, oxygen, or co2) gave a calibration error during use. After the surgery case the biomed attempted to calibrate the unit but it would not come out of warm-up. The customer attempted to repair the unit by replacing the gas sensing unit but that did not resolve the issue. MFR ref # 8030229-2015-00198.